Event description:
It was reported that after the first inflation (atm unk) in an a/v fistula, the pta balloon broke during retraction through the sheath. The balloon catheter and sheath were removed together as a single unit. There was no reported pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the MFR for evaluation. The investigation is currently underway. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain add'l info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Manufacturer narrative:
The lot number was provided and the lot device history records were reviewed. The lot met all release criteria. The balloon was returned inserted in a 6fr introducer sheath. The distal end of the balloon was protruding out the distal end of the introducer sheath and was bulged in appearance, likely indicating retraction issues. The butt joint was protruding out the proximal end of the introducer sheath hub. A complete circumferential break was observed in the outer catheter at the butt joint, exposing the inner polyimide lumen. The polyimide was stretched and twisted at the location of the break. The edges of the proximal end of the butt joint break were examined and found to be jagged. The investigation is confirmed for a break at the butt joint and sheath retraction issues based upon the condition in which the sample was returned (I e distal end of balloon bulged and flared introducer sheath tip). It is possible that the balloon wasn't fully deflated before the user attempted to retract through the sheath which would lead to retraction difficulties. Per the reported event details, the catheter butt joint broke during retraction through the sheath. It is likely that excessive force attempting to retract the balloon through the sheath caused the break. However, the definitive root cause for the retraction issues could not be determined based upon the available information. Specific warnings, precautions and directions for use of the dorado pta dilatation catheter are included in the current instructions for use (IFU).